Event description:
Originally reported on the quarter 1, 2007 alternative summary report as a balloon rupture after the gazelle was inflated 3 times. The device analysis indicates that there was a shaft fracture.

Manufacturer narrative:
Visual examination of the device found that the catheter was received in two sections. The double lumen shaft at the distal end had separated from the single lumen shaft at the proximal end of the catheter. The distal section of the single lumen catheter was severely kinked and the proximal section of the double lumen catheter was severely stretched. Damage of this nature is consistent with excessive forces having been applied to the device through some form of restriction. Microscopic examination of the single lumen shaft found that a circle of glue was visible indicating that both shaft had been bonded. A review of the manufacturing record shows that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of the difficulties experienced during the procedure could not be determined.